Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that inadequate high voltage therapy was noted on the right ventricular (rv) lead. Additionally, noise was noted on the rv lead. Insulation damage of the rv lead was visually observed. The sensing and pacing of the rv lead was deactivated and an additional lead was implanted to resolve the event. The patient was in stable condition.